Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. Visual inspection confirmed lead damage which resulted during the explant of this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) channel. A revision procedure was performed to explant the lead; however, fluoroscopy did not identify any lead issues. The physician explanted the lead and the device to avoid another procedure. No additional adverse patient effects were reported.